Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the proper equipment and trying different adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump, advising the caller that they would receive a pump with updated software. The caller was instructed to allow the pump¿s battery to fully deplete before returning it and to ship it back using a provided return box and label. The customer understood the need to use backup therapy and to program settings into the new pump.